Event description:
It was reported by service report that the bed had no power due to a broken prong on the plug and the brakes were not functioning correctly. No pt involvement or adverse consequences are reported.